Event description:
The customer reported that the xhibit central station (xcs) lost audible alarms. The customer stated the loss of alarm tones were traced to a faulty display. Once the display was replaced, the issue was resolved.